Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion, dissection and inflammation are known inherent risks of the procedure. A conclusive cause for the reported patient effect of claudication and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: serial angioscopy during treatments for proglide-related femoral occlusion following transcatheter aortic valve implantation.

Manufacturer narrative:
Date of event and therapy: estimated date. The location of the device is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number. Article: serial angioscopy during treatments for proglide-related femoral occlusion following transcatheter aortic valve implantation."

Event description:
It was reported through a research article that suture placement in the right common femoral artery (rcfa) was achieved with two proglide devices using the pre-close technique prior to a transfemoral transcatheter aortic valve implantation (tf-tavi) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed the sheath was upsized to 14f and the tf-tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Three days post procedure, the patient presented with right claudication. Post-procedural computed tomography and fluoroscopy performed four days after tavi revealed focal occlusion of the rcfa. The foot of the proglide interfered with the intima of the posterior wall (suture firing into the intima of the posterior wall), which resulted in the rcfa occlusion. Intravascular ultrasound (ivus) indicated intimal peeling at the occlusion site. Recanalization was achieved by balloon angioplasty (ba) with a 4.0 mm balloon. Stenosis was noted on fluoroscopy and angioscopic findings revealed an acute inflammation phase of the intima. The patient presented with right claudication again the day after ba. Fluoroscopy showed the re-occlusion of the puncture site. Ivus showed intimal peeling at the occlusion site; however, the intima of the occlusion site had clearly healed. Repeated ba with a 6.0 mm balloon was performed for the re-occlusion site 30 days after tavi because of persistent claudication. After 20 minutes of the 6.0 mm balloon dilation, no lesion recoil was observed on fluoroscopy, ivus, and angioscopy. Ba was completed without stent implantation because the lesion was a non-stenting area. The patient¿s right claudication improved, and the patient¿s right ankle brachial index increased after the repeated ba. The patency of the lesion was maintained during the 6-month follow-up period and no claudication was noted. Details are listed in the attached article, titled "serial angioscopy during treatments for proglide-related femoral occlusion following transcatheter aortic valve implantation".